Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: 943582

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. The pressure transducer test, safety valve test and patient circuit test failed as well. The expiratory pressure transducer printed circuit board (pcb) has been identified as defective. The issue was decided to be reported as a defective pressure transducer pcb may lead to high pressure. There was no patient involvement. The root cause to the reported issue has not been determined.